Event description:
It was reported by end user that the hardware for the wheel locks are loose as well as the front casters on the trsx5 wheel chair. The end user could not locate the serial number. No additional information is available as the end user cannot stand up to find the serial number.